Event description:
Customer's family member reproted that amount of insulin that came out during the 3u prime test appeared to be too low. Customer's family member also stated that they were concemed that the firs thigh pressure test done did not produced the no delivery alarm and that the second alarm took 4.4u before the no delivery message came up, but there was no audio beeps.